Event description:
The customer reported that no x-ray image was displayed on the monitor during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board was replaced. The system was tested and found to be working as intended and put back into service.